Event description:
A rehabilitation nursing technician began to open a box of gloves by pulling open the perforated tab on the top of the box and was "scratched" by an object inside the box. When the box was fully opened a "wrapped blade" was inside the box at the very top under the perforated tab. It appeared to be similar to a box cutter blade, wrapped in heavy paper and then wrapped again with heavy tape. The employee's skin was broken slightly but did not bleed. She received medical attention and testing that her employer does when there is exposure to body fluids, including a tetanus injection.

Manufacturer narrative:
(B)(4). The device history record was reviewed and no abnormalities were noted. Historical trending was done. An investigation was initiated per the received photo. The wrapped blade is used by the employee to cut off the sealing tape to the shipping case. One of the employees accidentally dropped the blade into the box while packing. The manufacturer/supplier, (B)(4), was apprised of this complaint for close monitoring during the packing process. Actions to be taken are: (B)(4).